Event description:
Note: the date of event is unknown. A leveen coaccess electrode system was used for a therapeutic radio frequency ablation (rfa) procedure on a patient. According to the complainant, the physician encountered difficulty extending the tines. The procedure was completed with another device [exact product unknown], and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This device has been received and evaluated. Visual examination revealed that the array was fully deployed and deformed. The umbrella shape of the array was not even and a few of the tines were slightly bent. A slight bend was also found in the working length of the cannula and residue was observed between the tines at the distal end of the cannula. Functional evaluation confirmed that the array could not be retracted. The most probable root cause of the retraction issue appears to be the residue between the tines of the array and outer hub cannula which may have caused the array to not retract properly. The directions for use, (dfu) document states "as necessary, clean the array between deployments by rinsing the array in sterile solution by gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult". A similar complaint trend review revealed no other complaints against lot number 9212339. The february 2008 15-month rf ablation accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.